Event description:
Information received indicates the head section of the stretcher will not lower.

Manufacturer narrative:
The technician found the cable linkage was disconnected to the head cylinder. He reconnected the cable linkage to repair the stretcher.